Event description:
It was reported that the patient exchanged their controller on (B)(6) 2023. The patient stated that there was a problem with the controller but could not recall what it was. There were no unusual events recorded in the log file event history. Log files from the new controller began with the driveline being disconnected and it was not known what alarms may have caused the patient to replace their controller. It was recommended for the customer to review the last six alarms on the old controller to see if there were any alarms on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller serial number: (B)(6), is being evaluated following the reported event of a controller exchange. The system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 4 days (B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2023, per timestamp. The driveline was disconnected on (B)(6) 2023, at 06:07:33 ¿ 06:07:37, and was reconnected and disconnected again at 06:08:42. The controller was shut off at 06:21:31. These alarms are consistent with the reported controller exchange that took place on (B)(6) 2023. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Multiple good faith effort attempts were made asking if the controller will be returning; however, no response was received. It was reported that there were issues with the controller; however, the exact issues were not provided. The device history records were reviewed for the system controller serial number: (B)(6), and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.